Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 18 months after the dental implant was in occlusion, patient presented pain and instability at chewing. The implant was installed in intraoral region #20, with 30 ncm of primary stability torque. The patient presented insufficient bone quality/quantity (bone type ii).